Event description:
Pt had vagus nerve stimulator implanted at the recommendation of neurologist. Within two weeks after it was activated, it started to malfunction. Such as, the pulse in some instances was so strong that looked like a "bolt of lightning" incidents, right leg flexed for the full 30 seconds of the generator pulse, pt happened to be driving their truck at the time. Their right leg flexing caused them to press the accelerator to the floor and run off the end of the road on a dead end street. Pt's right hip was damaged so badly that it had to be replaced. Pt's left shoulder was re-assembled with several screws in addition to several other injuries.